Event description:
Procedure: chemosite insertion. According to the reporter: guide wire was broken when doctor put it into pt's body. No piece of the device broke inside the pt. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).